Manufacturer narrative:
Customer returned pump for an alleged cosmetic damage on the pump along battery side on (B)(6) 2021. The test p-cap locks properly in place in the reservoir compartment noted. The pump passed the displacement test, rewind test and self test. The following were noted during visual inspection: cracked keypad overlay, faded serial number label, cracked retainer, cracked case (corner of belt clip rails) and cracked battery tube threads.. In summary, the pump was received with a cracked case (corner of belt clip rails) and cracked battery tube threads. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had cosmetic damage. The customer stated that the cracked on the battery compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.